Event description:
Tip broke off catheter.

Manufacturer narrative:
Evaluation: customer report was confirmed. The tip of the catheter is broken in two 4.5cm proximal of the tip. The proximal bushing has slipped or been pulled distal on the tip section of the catheter. The balloon also appears to have ruptured. A measurement was taken between the 10cm marker, and the catheter tip and the catheter appears to have been stretched 1cm over the 10cm area.